Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the prograsp forceps instrument from the hospital. No information was provided to isi. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event, however, no further information could be provided.